Event description:
It was reported in a journal article that three patients implanted with subcutaneous implantable cardioverter defibrillator (s-ICD) systems experienced infections at the surgical site. The infections led to hospitalizations; however, final outcomes for the patients and devices were not discussed in the article. A request was made for the article author to provide the device model/serial numbers and resolution for the three patients. However, no additional information has been received.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.